Event description:
It was reported that pt has persistent hip pain.

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.